Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient admitted in with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. The patient experienced bleeding from the right groin. The patient was suspected of having neurological issues overnight and underwent a computed tomography (CT) scan, which revealed two strokes. Additionally, the patient was observed to be bleeding from the ECMO arterial site (rfa), requiring 1¿2 units of blood per shift. Care was eventually withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.